Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the site used non-medtronic products (nuvasive) during navigation, resulting in the reported issue. As the products are not licensed to be used with medtronic navigation systems. Analysis found that the software functioned as designed. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed when placing a screw. The surgeon was able to readjust the screw and continue with the procedure. The readjustment of the screw was noted to be a revision of the screw as it had to be removed and replaced. It was noted that the surgeon was utilizing nuvasive instruments for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.